Event description:
The pt underwent a trial procedure on (B)(6) 2011. During the procedure the lead kept migrating. When the physician attempted to remove the lead it became lodged and difficult to move. When the lead was removed there was bony matter stuck to the lead. As a result, the trial was aborted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.